Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, a dissection occurred. While cannulating the coronary sinus, a dissection occurred. The dissection resolved with no further treatment and the procedure was completed and an is4 plug was placed in the ICD. The patient is currently in stable condition. There were no performance issues with any abbott devices.